Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, and bilarteral salpingectomy procedure with frozen sections, the bovie tip ignited during use burning the coating on the tip of the pencil. The covidien forcetriad generator was set on 60 coag, 60 cut. The bovie was being used for coagulation of tissue at the time of the occurrence. There was no injury to the patient. The bovie tip, pencil and generator were removed from use and the hospital biomed was notified. The generator was checked by the hospital biomed and found to be okay. The incident pencil and tip are being held by the site. Reference maude report# mw5041069.